Event description:
It was reported that during the atrial lead implant procedure, the tip was not working and as a result placement difficulty occured. The atrial lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.